Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer went to hospital because the insulin pump was not delivering the insulin. Customer's blood glucose reading was unknown at the time time of call. It was unknown that customer using auto mode feature active at the time of event. Customer was experienced nausea, vomiting, abdominal pain. The insulin pump will be returned for analysis.